Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified extension set leaked. The event was further described as during a CT scan (computed tomography) the nurse had difficulty connecting the extension set to the intravenous line and the line had disconnected and leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.